Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons were not working. Customer stated that last night, the pump got stuck on the screen and it would not let her do anything. Customer stated that she took the battery out because it was alarming and she could not clear the alarm. Customer's blood glucose was 8.3 mmol/l. Customer stated that the esc and act buttons were unresponsive and not allowing her to clear the alarm. Customer stated that pressing the menu button takes them to the menu screen. Customer stated that she did have some issues with going down and the button not responding. Customer was advised to replace the battery and stated that they were able to clear the alarm and the buttons were working. Customer was on a back-up plan since last night. Customer will go back on the pump tonight. Customer had a low blood glucose of 3.8 mmol/l around dinner time. Customer was able to correct with dinner.